Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 114.0 cm from the proximal end. The embolization coil was intact with the pusher assembly, compressed on the proximal end, and kinked. Conclusions: evaluation of the returned device revealed the pusher assembly was kinked. This damage may have occurred due to forceful handling of the ruby coil during preparation for use, and likely contributed to the resistance experienced when advancing the ruby coil out of its introducer sheath. Further evaluation revealed the embolization coil was kinked and compressed on the proximal end. This type of damage typically occurs due to forceful advancement of the ruby coil against resistance. The lantern mentioned in the complaint was not returned for evaluation. All penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil into a lantern delivery microcatheter (lantern), the physician encountered resistance and was unable to advance the coil out of its introducer sheath. The physician then removed the ruby coil from the rotating hemostasis valve (rhv) and attempted to advance it on the back table. However, resistance was still encountered and the ruby coil would not completely advance out of its introducer sheath. Therefore, the procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.